Event description:
The manufacturer received information alleging a trilogy100 ventilator inoperative condition occurred. It was reported by the agency that the backup device started up on its own and the power button could not be pressed. It was impossible to operate the device so the detachable battery was removed, and it was left running until the internal battery depleted. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy 100 ventilator inoperative condition occurred. It was reported by the agency that the backup device started up on its own and the power button could not be pressed. It was impossible to operate the device, so the detachable battery was removed, and it was left running until the internal battery depleted. There was no harm or injury reported. Evaluation: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational and internal inspection of the device. The event/error log was reviewed and there were no recorded error codes or malfunctions. It was assumed that the reported event may have been caused by abnormality of the control system or key-operation therefore the front panel/keypad led pca and the system pca were replaced. The front panel/keypad led board and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the front panel/keypad led board and system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a trilogy100 ventilator inoperative condition occurred. It was reported by the agency that the backup device started up on its own and the power button could not be pressed. It was impossible to operate the device so the detachable battery was removed, and it was left running until the internal battery depleted. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Evaluation: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational and internal inspection of the device. The event/error log was reviewed and there were no recorded error codes or malfunctions. It was assumed that the reported event may have been caused by abnormality of the control system or key-operation therefore the front panel/keypad led pca and the system pca were replaced.